Event description:
Event description guidant received information that this right ventricular lead displayed high threshold measurements and the pacing system was unable to consistently capture the myocardium. It was also noted that the lead displayed impedance and sensing amplitude measurements that were both stable and within normal limits. During a revision procedure, the lead was surgically abandoned and the device was explanted. Both the lead and device were successfully replaced and the device was returned to guidant for analysis.